Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a hepatectomy procedure,the active blade fell off. Blade was recovered without x-ray. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Additional information received: see attached facility medwatch (B)(4). Customer confirmed she only had one mw for that date and surgeon on oct. 26, 2018 and sales rep also confirmed there was only one case, a hepatectomy procedure. Expiration date is 7/31/2023. Device manufacture date is 8/25/2018.